Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, hours after the procedure was completed, the patient experienced cold leg symptoms on the left side. It was discovered that the patient had no flow on the left side. The physician elected to perform a left femoral endarterectomy and a right femoral to left femoral bypass graft. The event was resolved. Per the physician, the cause of the event was due to the patient anatomy of small calcified tortuous common iliac arteries. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.